Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported an unconfirmed false positive result with binaxnow covid-19 antigen self test performed on (B)(6) 2021. Confirmation testing was performed with pcr and results are not yet available. The customer confirmed there was no patient harm due to test results. Additionally, the customer confirmed there was no delay or impact of treatment due to test results.

Manufacturer narrative:
Additional information received from the customer identified the patient underwent pcr confirmation testing which generated positive results. Therefore, the binaxnow covid-19 antigen self test did not provide a false result. This event is no longer reportable and no further action/reporting is needed.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.